Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "when the PICC placer opened up the pack of mi kit (7655405). While priming the catheter they noticed that catheter is leaking. Incident occurred before use." No other information was provided.

Event description:
It was reported, "when the PICC placer opened up the pack of mi kit (7655405). While priming the catheter they noticed that catheter is leaking. Incident occurred before use." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter with an inlaid stiffening stylet. Light use residue was observed on the catheter shaft. A split was observed in the catheter shaft at the 54cm depth marking. An attempt to flush the catheter with water using a 12ml syringe confirmed the leak. Microscopic inspection of the leak site revealed a split that was at angle around the catheter shaft. Microscopic inspection of the inner wall of the catheter shaft revealed damage consistent with the damage on the outer wall. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.